Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys ca 19-9 assay on a cobas e 801 analytical unit.initial result: 62.9 u/ml.1st repeat result: 57.4 u/ml.2nd repeat result: 65.2 u/ml (tested after 25% polyethylene glycol (peg) treatment).3rd repeat result: 37.8 u/ml (tested on abbott alinity).4th repeat result: 35 u/ml (tested on siemens atellica).the customer alleged that roche results were higher than the reference values for the normal population.no questionable results were reported outside the laboratory as they did not match the patient's clinical diagnosis.the customer reported the result obtained from abbott alinity outside the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6).the qc was acceptable.the sample was received for investigation on (B)(6) 2026.the investigation is ongoing.